Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a connectivity issue in which a dexcom g7 cgm would not pair with the ilet after the user had powered the ilet off during a non-diabetes-related hospitalization and later attempted to reconnect; the cgm continued to function and display values in the dexcom app, and the agent guided the user through bluetooth toggling, device restart, and re-entry of the pairing code, with instructions to allow additional time for pairing. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no injury, no alerts or alarms, and no impact to therapy delivery as the ilet had been intentionally powered off during hospitalization and insulin was administered by injection. Investigation included technical troubleshooting and user education. Investigation of this case revealed a pairing failure limited to the ilet-cgm connection, with the cgm sensor and app functioning as expected, consistent with a communication or setup issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors affecting bluetooth pairing after device power-off and re-initiation.